Event description:
It was reported that a patient underwent mitral valvuloplasty on (B)(6) 2011. During the surgery, the pleura was punctured, so a drain was placed in the pleural space through the puncture area, and connected to an auto aspirator and the drainage was started. A few hours later, the amount of bleeding was decreasing as expected. The patient underwent reoperation which lasted four hours. During the reoperation, the bleeding was found to be from a wound (8mm in size) located between the middle lobe and the lower lobe. The surgeon stopped the bleeding using suture with mattress suturing technique. The surgeon opines that it is possible that the drain might have damaged the lung parenchyma. Currently, the patient is discharged from the hospital.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # j1020453; mfg date 12/01/2010; expiration date 12/31/2015; batch # j1013256; mfg date 09/01/2010; expiration date 09/30/2015; batch # j1022875; mfg date 12/01/2010; expiration date 12/31/2015; batch # j1023801; mfg date 01/01/2011; expiration date 01/31/2016; batch # j1100490; mfg date 01/01/2011; expiration date 01/31/2016; batch # j1021944; mfg date 12/01/2010; expiration date 12/31/2015. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.